Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip broke and potentially remained inside of the patient

Manufacturer narrative:
Alleged failure: the tip of the insert was broken off and the broken tip could remain inside the patient body. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be excessive contact with another surgical device and/or excessive reprocessing. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Event description:
It was reported that the tip broke and potentially remained inside of the patient.